Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
We were informed by (B)(6) that these devices had been explanted. No reason was given. Calls to the local reps were unsuccessful. Neither of them knew the patient had devices removed. Also, the following physician's office had not seen the patient since just before implant. It has been noted that the patient no longer lives in the state where the implant took place. Should additional information become available, this event will be updated.